Manufacturer narrative:
The hospital reported a checkout was performed and a log review was done. The hospital further reported they converted the device to auxiliary common gas outlet (acgo) and changed the configuration from scgo to acgo. It was further reported they replaced the power controller board. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2015 phone call, (B)(6) 2015 phone call, (B)(6) 2015 email.

Event description:
The hospital reported that, during a case, the unit alarmed for high pressure. It was further noted that the switched common gas outlet (scgo) was switching on and off by itself. There was no reported patient injury.